Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one conductor wire broken at the yaw pulley exit. The wire was detached from its connection at the grip. The electrical continuity test was performed and failed. The yaw pulley showed char marks. Failure analysis also observed that the yaw pulley was broken and missing a .187 x .072 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Evidence not conclusive, however, the broken yaw pulley was likely due to mishandling. Failure analysis also observed that one grip was bent, causing side to side misalignment of the grips. There was a .079 offset at the tips, indicating overloading at the tip. Failure analysis concluded that the bent grip damage was likely due to mishandling. Failure analysis also found scratches on the distal pulley. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken yaw pulley with missing a piece found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci resection urachal cystectomy procedure, a broken wire was hanging out by the jaws of the fenestrated bipolar forceps instrument. It was removed from field and replaced with another instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.